Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d10 - tendril sts should not be included due to complaint of noise and insulation damage reported in 2017865-2022-48889. The reported events of noise oversensing and variable lead impedance were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found clavicular crush damage breaching/damaging the right ventricular/superior vena cava/inner coil lumens, etfe coating of both right ventricular cables, and ptfe liner of the inner coil distal to suture sleeve tie impression. The cause of the reported events was due to exposure of inner coil and right ventricular conductors at the clavicular crush damage.

Event description:
Related manufacturer reference number: 2017865-2022-48889. It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing and low pacing impedance, while the atrial lead exhibited noise oversensing and was found to have insulation damage. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.